Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has not yet been returned to (B)(4) surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during performing high current output functional test on t.w. Power supply, as per IFU, the device failed with readings of 5.2-5.3 falling outside of specs listed in IFU. The functionality issues were observed by a biomed. There was no patient involvement. Based on the photos provided by the complainant, it shows that it did not pass the high current output test.